Event description:
A surgeon reported an increased rate of uveitis after he had moved to microincisional phacoemulsification. The surgeon had not kept record of the numbers but said they had increased, no patient details were provided. Additional information has been requested but none received to date.

Manufacturer narrative:
The clinical information in this file was reviewed by a company clinical analyst, who stated the following: because cataract formation is a common complication of uveitis and persistent intraocular inflammation and corticosteroid treatment, it is possible that patients involved had pre-existing conditions. Postoperative course on a uveitis cataract is known to be associated with recurrent inflammation, posterior capsular opacification (pco) and cystoid macular edema (cme). Iol material, especially in the uveitic eyes, where there is inherent loss of blood aqueous barrier is also a known factor in the generation of posterior capsule opacification. Based on the reported information there is no evidence that the design or performance of the system contributed to the increase in postoperative cases of uveitis or posterior capsule opacification. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).